Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2020 (B)(4) (rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the device w as explanted due to infection. No contributing factors were known. The issue was resolved at the time of the report.